Event description:
Material# 305194. Batch# 3320231. It was reported by customer that patient is having difficulty getting cap off syringe. Patient stated that she was having trouble removing caps from syringes and considered using pliers. She states that when she tries to pull the cap off, the needle comes off too. Also stated that when trying to draw up gattex, the medicine was leaking out of the syringe as she was drawing it up. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(4) - gattex - primary packaging - difficult to open. Bd syringe: 1. Plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) 2. Needle 23x1-1/2. Bd catalogue: 309623 and 305194. Bd syringe lot numbers: 3340120 and 3320231. Takeda awareness date: (B)(6) 2024. Report received from accredo on 04sep2024: patient is having difficulty getting cap off syringe. Patient stated that she was having trouble removing caps from syringes and considered using pliers. She states that when she tries to pull the cap off, the needle comes off too. Also stated that when trying to draw up gattex, the medicine was leaking out of the syringe as she was drawing it up. Her nurse advised her to discard that vial and use a new one. Per ms follow-up with accredo: ¿patient did not report which needle she is referring too¿ product: gattex . Country of origin: united states. Sample / photo availability: no sample or pictures provided. Ae: n/a.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Additional information received. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No ae reported. Material# 305194. Batch# 3320231. It was reported by customer that patient is having difficulty getting cap off syringe. Patient stated that she was having trouble removing caps from syringes and considered using pliers. She states that when she tries to pull the cap off, the needle comes off too. Also stated that when trying to draw up gattex, the medicine was leaking out of the syringe as she was drawing it up. Verbatim: rcc received a complaint via email. Pr# (B)(4) - gattex - primary packaging - difficult to open. Bd syringe: 1. Plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) 2. Needle 23x1-1/2. Bd catalogue: 309623 and 305194. Bd syringe lot numbers: 3340120 and 3320231. Takeda awareness date: 04sep2024. Report received from accredo on 04sep2024: patient is having difficulty getting cap off syringe. Patient stated that she was having trouble removing caps from syringes and considered using pliers. She states that when she tries to pull the cap off, the needle comes off too. Also stated that when trying to draw up gattex, the medicine was leaking out of the syringe as she was drawing it up. Her nurse advised her to discard that vial and use a new one. Per ms follow-up with accredo: ¿patient did not report which needle she is referring too.¿ product: gattex . Country of origin: united states. Sample / photo availability: no sample or pictures provided. Ae: n/a.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305194 and lot number 3320231. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.